Manufacturer narrative:
Product ID: 3889-28, lot# va0qgus, product type: lead. The initial reporter, patient information, and device information was updated.

Event description:
Additional information received reported the implantable neurostimulator (ins) was not working for them and everything was the same as it was before. Therapy helped a little bit, but they had not seen a change in their symptoms. The patient tried adjusting stimulation, but that had not helped. This had been going on for a month.

Event description:
The patient was implanted 2 weeks prior to that call and stated never had therapeutic effect. The patient stated it was not working and he had been leaking still since implant. The patient was currently on program 3 at 3.9v. The patient indicated that programmer training was ineffective because patient was still under the effects of anesthesia. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).